Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty display. The display was replaced and re-calibrated, and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator's screen became completely dark and invisible. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated, and the issue was isolated to a failing fluorescent lamp. Display assembly is purchased as an off-the-shelf item from a third party supplier; therefore this is a non-vyaire product complaint and no further investigation will be performed.